Event description:
During cardioversion there was an arc between the o2sat probe and the EKG leads and a loud pop was heard. There was a smell of electrical burning but no change in the patient rhythm.